Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the catheter was primed and therapy was started. The catheter could not reach pressure and when the catheter was removed, there was a hole in the balloon. Another like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.